Event description:
As reported, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause of the (ua) 07 advisory message was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. During visual inspection, there was no physical damage observed on the autopulse platform. In addition, unrelated to the reported complaint, the autopulse platform graphic label was observed to be peeling off from the top cover. The observed issue was likely attributed to user mishandling or wear and tear. The autopulse platform was manufactured in december 2015 and is more than 6 years old. The graphic label needs to be replaced to address the issue. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that load cell module 1 exceeds normal parameters and needs to be replaced to remedy the (ua) 07 error. A review of the archive data was performed and showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date, thus confirming the reported complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).